Event description:
It was reported that, surgeon was doing a procedure on patient¿s left side and went to use a long gamma nail. When the nurse circulator opened the package on part number: (B)(4), they noticed a long blonde or gray hair in the package and set the part aside. Part was not implanted, part will be returned. Surgeon decided to go with a 380 nail and completed the surgery without any issues.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.